Manufacturer narrative:
An event of structural valve deterioration and dyspnea was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient was hospitalized for dyspnea. It was suspected that structural valve deterioration, aortic valve stenosis grade IV, and a leaflet tear were the cause of the patient's symptom. On (B)(6) 2019, a valve-in-valve procedure was performed. The concern was reported to be resolved on (B)(6) 2019 and the patient was discharged on (B)(6) 2019. Clinical study patient ID: (B)(6).